Manufacturer narrative:
If implanted; give date: n/a (not applicable). The device was not used. The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The device was not used. The intraocular lens was not implanted; therefore, not explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip was deformed and could not be used. There was no patient involvement/injury. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/08/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification showed the plunger was received not found fully advanced and locked. Cartridge was observed correctly engaged into lower body of the pcb00 device. The lens of the preload system was observed stuck and torn at the cartridge tip. The lens was observed with the lead haptic out of the insertion device not folded. The cartridge tip is not deformed, the reported issue was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed no ers and no ncr. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.